Event description:
Ro 1055879: gages not working. Repeat repair ro#1041261 RMA#245409.

Manufacturer narrative:
Other, other text: one ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by delivering to test lung, manometer gauge noted to not move. Upon inspection, noticed that the tubing that goes to the manometer was not connected. The reported customer complaint has been confirmed with a problem source of service and repair.

Event description:
Information was received that the gauges are not working. No adverse effects reported.